Manufacturer narrative:
Additional information: b5, g3, h6 (rfr). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the unit presented with ligation power delivery failure. After the procedure, when performing a cauterization to close the patient, the tissue did not remain closed resulting in reopening. This was an intermittent error, randomly occurring simultaneously. As the problem was intermittent, the procedure was completed on the second attempt. There was no error code in the error log as well as there was no bleeding. The patient was fine and there was no harm.

Event description:
It was reported that the unit presented with ligation power delivery failure. After the procedure, when performing a cauterization to close the patient, the tissue did not remain closed resulting in reopening. This was an intermittent error, randomly occurring simultaneously.

Manufacturer narrative:
D10 concomitant product: lf1937, jaw lap lf1937 ligasure maryland 37 cm (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the aroma of a damaged component on the power supply pcb. Functional testing found all ports passed power output testing. It was reported that there was ligasure power delivery failure. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of the aroma of a damaged component on the power supply pcb that has no relationship to the reported condition. The most likely cause for the additional condition is traced to power supply pcb failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.